Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade neck trial was reported. The event was confirmed. Method & results: -device evaluation and results: a small piece of the color indicator plug broke. The material analysis confirmed that the small piece of the color indicator plug broke due to overload. -medical records received and evaluation: not performed as there were no medical records. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: based on the material analysis assessment, the device¿s small piece of the color indicator plug broke due to overload.

Event description:
During bipolar surgery the blue paint of the trial has been peeled off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During bipolar surgery the blue paint of the trial has been peeled off.